Event description:
The rptr's sister purchased a new box of test strips and noticed the label prompting her to call lifescan. Her brother had received an er1 message, however, she could not provide any details.